Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that cable did not work properly during patient use. The report did not indicate which cable. It was reported that the customer's initial reported failure of "cable failure during patient care" was observed while the device was in use. However, no adverse patient impact was reported.